Event description:
Information received from the field notes that after the patient had a cardioversion procedure, the device could not be interrogated and there was no response to magnet application. The patient was stable with a sinus rate of approximately 46 bpm.